Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was located under the rear therapy electrodes and was described as a small rash characterized by skin discoloration and dryness. The patient reported using hydrocortisone. The patient's doctor recommended the patient take the lifevest off and use powder to the skin irritation. Follow up was completed and the skin irritation was unchanged.